Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. Patient reported that the cgm was showing 75 mg/dl and blood glucose meter was reading at 38 mg/dl. At the time of the call to dexcom technical support, the patient reported to be in healthy condition and reported feeling great.